Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. The log file analysis revealed that the measured blower speed differed from the specified blower speed due to a failure of the blower unit. Consequently, the device raised a device failure alarm, and the ventilation was interrupted. The blower unit must be checked, and the faulty components should be replaced. Carina monitors continuously the state and the function of internal components and software modules. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation, the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be issued to alert the user about the deviation. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed while it was in use on a patient. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed while it was in use on a patient. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.